Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely tortuous and severely calcified common iliac artery. A 10.0mmx20mmx80cm (5f) sterling balloon was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.